Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad on the insulin pump had damaged and scratch on the screen. The customer¿s blood glucose level was 121 mg/dl. Customer stated that the screen was difficult to read. Troubleshooting was performed for damaged. The customer was advised to insulin pump will need to be replaced and discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No missing segments/partial displays, white displays, or unexpected display anomalies were noted during testing. The keypad is pillowing slightly around the buttons. The lcd display has some scratches; however the user is able to read whatever is displayed and navigate the menus. The thin plastic strip located above the lcd display is missing. Finally the middle (enter) keypad button is cracked.